Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred and the pump unexpectedly shut down. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 363 mg/dl.